Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 was failed and not open. A field service engineer inspected the back of the unit a product was found wedged between the back left side of the drawer and the controller assembly arm. The obstructing product was removed, and the customer logged back in to successfully recover the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine had failed storage space, drawer failed to open and seemed to be off track on the station edtrauma. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.